Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the shaft separation occurred. A 5.00 x 12mm synergy megatron was selected for percutaneous transluminal coronary angioplasty (ptca). After stent placement, the physician found that there was a difficulty to remove the balloon out of the guiding catheter. There was much resistance, the physician had to pull the shaft until the shaft broke. The physician managed to remove all the shaft from the guiding catheter. The stent remained correctly positioned. The procedure completed with this device and there was no patient complication reported.